Event description:
Instant warm pack popped improperly and exploded on employee and outside patient room. Instant warm pack was not activated wrong, and directions were followed properly. Employee reports no injury or issues when instant warm pack exploded on him and will follow-up with us if anything further develops.